Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical repair of a ventral hernia on (B)(6) 2001 and mesh were utilized. The patient experienced recurrent abdominal pain, redness, swelling, constant gastrointestinal problems and loss of sensation to the abdominal area. In (B)(6) 2008, he was treated with infectious or septic illness, and began to experience blood infections, oozing and umbilical bleeding. The patient underwent surgery on (B)(6) 2012 to remove foreign body from the patient¿s abdominal area. Pathology reported that it was a ¿stitch granuloma.¿

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.